Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 409 mg/dl; cause was not known. Ketone level was low. Customer went to the emergency room (ER) and intravenous fluids were administered. After 7.5 hours, customer left the emergency room (ER) in stable condition; bg was 177 mg/dl. Infusion set and cartridge were changed. Insulin delivery was resumed. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support informed customer that admelog was not labeled for use with the pump. Contact acknowledged the information.